Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The t:slim x2 with control-iq user guide states: "warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose."

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 36 mg/dl. Prior to arriving at the ER, customer consumed carbohydrates to address bg level. At the ER, customer was treated with intravenous saline. The customer was released from the ER 4-5 hours later with no permanent damage. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that the customer's cartridge was removed while the case was being taken off. The customer reverted to manual injections for insulin therapy.